Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were surgical clips used at the transection site prior to use of device? What was the vessel placement? How was the case completed? How was the bleeding addressed? Was this an open or laparoscopic case? Which side didn't form proximal or distal? What was the indication for surgery? Was there any calcification of tissue? Answer - he information I provided in my pc call was the information the surgeon gave me when we had passed each other in the or a month after this case.

Event description:
It was reported that during the nephrectomy procedure, the device misfired. Stated that they fired the device across the renal artery and one side of the reload fully formed staples and the other side had malformed staples. The patient needed blood and it ended up in the unit but the patient is doing well now. There were no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2023. Only event year known: 2023. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were surgical clips used at the transection site prior to use of device? What was the vessel placement? How was the case completed? How was the bleeding addressed? Was this an open or laparoscopic case? Which side didn¿t form proximal or distal? What was the indication for surgery? Was there any calcification of tissue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.